Event description:
It was reported that the smartsite 20mm vented vial access device experienced component separation and leakage. The following information was provided by the initial reporter: when sampling 5 fluorouracil with a 60ml syringe on spike, when removing the syringe: the insertion port of the spike detaches from the spike and remains on the syringe. The insertion port could be re-mounted on the spike in order to cap the vial. Some 5fluorouracil leaked from the spike (presence of crystallization visible to the naked eye). No consequences for the operator or the patient the spike device as well as the vial of 5 fluorouracil have been quarantined. Use of a new spike device and a new vial of 5fluorouracil.

Manufacturer narrative:
The following field was updated due to corrected information: d.4. Medical device lot#: 202040 the following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 4/13/2021 h.6. Investigation: one (B)(6) sample from lot 202040 was received attached to a vial access device (vad) that was inserted into a glass bottle of fluorouracile. The sample was received without packaging and with residual fluid in the device. Functional testing of the returned (B)(6) sample confirmed that the smartsite could be easily detached from the vad after manually twisting the smartsite. A visual inspection of the vad identified some residual solvent was visible at male luer of the smartsite, additionally a crack was visible connector of the vad. A definitive root cause for observed separation could not be determined, however it is possible that it occurred as a result of an inconsistent or insufficient application of glue, coupled with an excessive force being applied to the smartsite during engagement or disengagement, which resulted in the cracked vad component. A review of the production records from lot 202040 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. H3 other text : see h.10.

Manufacturer narrative:
Medical device lot #: an invalid lot # of 202040 was provided by the initial reporter. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the smartsite 20mm vented vial access device experienced component separation and leakage. The following information was provided by the initial reporter: when sampling 5fluorouracil with a 60ml syringe on spike, when removing the syringe: the insertion port of the spike detaches from the spike and remains on the syringe. The insertion port could be re-mounted on the spike in order to cap the vial. Some 5fluorouracil leaked from the spike (presence of crystallization visible to the naked eye). No consequences for the operator or the patient the spike device as well as the vial of 5 fluorouracil have been quarantined. Use of a new spike device and a new vial of 5fluorouracil.